Event description:
It was reported that pump displayed malfunction alarm malf 3. Customer¿s blood glucose (bg) level was 444 mg/dl. The customer reverted to an alternate method of insulin therapy, and technical support arranged replacement pump with updated software.